Event description:
Reporter reported leakage of a transfer set from the silicone tubing. No pt injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of leakage of a transfer set from the silicone tubing due to a cut / crack. The root cause of the cut / crack was undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.